Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was uncomfortable and experiences not normal pacing sensation. The field representative requested imaging for health care professional (hcp) to evaluate lead tip perforation or where the lead is fixed. To date, this lead remains in service. No additional adverse patient effects were reported. Additional information received indicated that this lead was not evaluated however, pacing configuration was changed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was uncomfortable and experiences not normal pacing sensation. The field representative requested imaging for health care professional (hcp) to evaluate lead tip perforation or where the lead is fixed. To date, this lead remains in service. No additional adverse patient effects were reported.